Event description:
It was reported that during catheter removal, the pt tried to cut the stitch holding the catheter in place but ended up cutting one of the catheters instead and the catheter retracted back into her stomach. It was decided at that time to leave the catheter in place. Approx 6 months later, the pt came in as she felt something tubelike in her lower abdomen. An x-ray revealed what appeared to be a piece of catheter. Surgery was done to open this area but only scar tissue was present. Recently the pt came in stating she felt something poking out her right upper forearm area near her elbow. It was reported that a small incision was made and a nine inch piece of catheter was removed.

Manufacturer narrative:
The product was not returned for eval. It was reported that the catheter was sutured in place and that the catheter was cut during removal. The instructions for use warn against suturing the catheter in place and about cutting the catheter.